Event description:
It is reported that the customer's insulin pump battery cap continues coming off. Customer stated the insulin pump is not damaged. Customer stated that he has the battery cap held in place with tape. The blood glucose reading was 134mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.